Event description:
Only 50% of the solution was administered after seven days. There was no report of patient injury or medical intervention being required. Additional information received indicates concentration of 5fu was 2800mg and the diluent was normal saline.